Event description:
The customer reported a cartridge alarm on their pump, identified as alarm 20 during the loading process. There was no information available regarding the customer's blood glucose level at the time of the event. The issue persisted even after following the proper loading instructions and using a second cartridge. Consequently, the pump was confirmed to be under warranty and was set for replacement. Tandem technical support provided instructions for returning the faulty pump, and while the customer was informed of the replacement, they chose not to specify their backup insulin therapy method.